Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. Upon troubleshooting, the philips field service engineer (fse) found that the 3-phase supply mcb trips when the machine turned on, which caused the system to turn off in few seconds when turned on. To resolve the issue, the fse reseated the 3 phase supply cables on x ray generator, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.